Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were having issues with depleted battery life. The customer also reported that the insulin pump went to blank display. The customer's blood glucose was unknown at the time of incident. The customer stated that the replacement battery cap did not resolve the issue. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on electronics. We were unable to perform idle current test, run current test, self-test, off no power test, error test, basic occlusion test, occlusion test, prime test, no delivery test, displacement test or verify low battery alarm due to blank display. The insulin pump received with cracked case at display window corners, broken reservoir tube lip, missing reservoir tube o-ring and cracked reservoir tube.